Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: problem code 1504 for the reportable issue of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found that the balloon did not have any visual defects and were in good condition. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the distal section of the balloon material. This failure is likely due to factors encountered during the procedure, such as the manner in which the device was handled and manipulated during the initial use, during set-up, or shortly thereafter, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was inflated to 19mm, but while trying to hold inflation, the pressure on the inflator decreased. The balloon was then removed and checked. The balloon was inserted again, and dilatation was performed again. The balloon was tested outside the body, and a pinhole was found on the balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was inflated to 19mm, but while trying to hold inflation, the pressure on the inflator decreased. The balloon was then removed and checked. The balloon was inserted again, and dilatation was performed again. The balloon was tested outside the body, and a pinhole was found on the balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event.